Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer¿s blood glucose level. After the alarm, the customer changed infusion set and resumed insulin. As the occlusion alarms had occurred in the past, a cause could not be determined.